Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent that stent dislodgement occurred. The stent fell off the balloon during attempted delivery to a lesion in the circumflex (cx) artery/obtuse marginal (om) artery. During the procedure a medtronic stent was deployed in the left main (lm) artery. An attempt was then made to place the onyx frontier stent into the cx/om. When attempting to push the onyx frontier stent past the newly deployed medtronic stent in the left main, the only frontier stent hooked to the new left medtronic main stent and fell off the balloon into the lm. Resistance was noted during the first withdrawal after the stent failed to cross the newly deployed medtronic stent in the lm. Excessive force was not used however, to remove the stent after it had fallen off the delivery balloon there was force used to remove everything. With the technique that was used to remove the undeployed stent both stents were removed successfully at the same time. Four non-medtronic guide wires were passed through the dislodged stent and a torque device was placed around the back end of all four of the wires. The torque device was twisted around and the wires were essentially braided around the lose dislodged onyx frontier stent. All the wires were pulled out as a unit and all the equipment including the lose stent was removed as one unit. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.